Manufacturer narrative:
Suspect device is strip lot used. Information about strip lot not provided.

Event description:
Caller reports that the patient tested 1.8 inr on the device and within 4 hours, tested 1.0 inr on the hospital lab. No action was immediately taken based on device result. No adverse event reported due to device result reported. Requested return of suspect device and replacement was sent. Coaguchek test system: strip lot not provided. Comparison performed at medical facility.